Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported the pump emitted a replace battery alarm without emitting low battery alarms. It was noted that there was moisture behind the display.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the pump black box data indicated that a partially charged battery was installed on (B)(6) 2018 leading to a low battery alert followed by replace battery alarm. The pump was returned with moisture behind the display lens. The battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap was undamaged and secured properly to the pump; a power loss was not observed. Current draws measured within specifications. A leak test was performed, revealing a leak in a cover crack between the lens bezel and case seal. The pump case was removed and evidence of moisture ingress was found on the printed circuity board and other internal components. The complaint of a battery life issue was not duplicated during investigation however moisture in the pump was confirmed.